Event description:
Reportedly, the clips were not forming properly on the vessel and the doctor noticed leaks at the application site. The doctor used suture to finish the case. The pt status reported as okay. Procedure type: bowel resection.